Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during a knee scope the metal piece of the vapr tripolar90 suction electrode broke off in the patient. The device was received and evaluated. Visual inspection revealed that the metal plate on the active tip is not attached. The piece was not returned. It was found that the cable and the suction tube were cut. The device was sent to supplier for further evaluation. The vapr tripolar 90 suction elect was evaluated by the supplier with the following results: the device has not been returned in its original packaging. The device shows signs of activation with some evidence of procedural debris under the remaining active tip. The active tip is broken at the midpoint of the tip face. Broken section not returned. The suction tube and cable have been cut off on the device. The functional and electrical testing not conducted due to the condition of the device. The distal portion of the active tip has fractured and become detached at the midpoint of the tip face. It is not possible to determine what has caused this fracture to occur. There are no signs of misuse on the returned device to suspect excessive force has been used. The tip breakage seen appears to be consistent with previous complaint devices investigated under a capa24 where it was mentioned that there were five potential causes for the tripolar electrode tip fracturing and falling into the patient as: wrong material specification, erosion of tip, abuse/misuse, design covered by loading / stresses / tolerances, manufacturing error, either fracture during manufacture or a missed operation; but further investigational work required to establish root cause for this case and the previous implemented corrective actions from CAPA will be considered as part of the root cause investigation. As a serious injury has occurred therefore a new CAPA is obligatory; the CAPA request has been initiated to investigate this issue further in an effort to determine a specific root cause and identify any potential corrective actions. A DHR review has been performed for lot u2009073; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: subsequent follow-up with the customer, additional information was received. It was reported that they were unable to find the broken part. All fields have been updated accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a knee arthroscopy procedure on 1/11/2021, it the metal piece of the vapr tripolar90 suction electrode broke off in the patient. The procedure was completed with the same device but with a 15 minute delay. There were no adverse patient consequences reported. No additional information was provided.